Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair procedure. After inserting the device into the inguinal space, it was not inflating. Another type of a similar device was opened and worked.